Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(4), batch: 108162.

Event description:
It was reported that the patients lead had migrated. The patient underwent a lead replacement procedure and had great coverage to her pain areas. The explanted leads will not be returned.